Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed red and itchy rash underneath her breast area. The patient was told by her physician to use the anti-fungal cream that she was using. The distributor did send patient larger garments as well to help with comfort. The patient's medical outcome is unknown but the patient continues to wear the device.